Event description:
It was reported that the needleless connector leaked at the insertion site of end cap during a rifampin infusion using the syringe module. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that the needleless connector leaked at the insertion site was not confirmed. Visual inspection found no anomalies. The received smartsite connector¿s female and male luer ports were measured and found to be within iso standards. Functional testing showed no anomalies. The root cause of the customer¿s report could not be determined.

Manufacturer narrative:
Concomitant medical product: 10ml excelsior medical zr flush, lot 3135076, exp: 12/01/2020, 0.9% sodium chloride injection. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographic details were not provided. Although the exact age is unknown, the patient is a child.

Event description:
It was reported that the needleless connector leaked at the insertion site of end cap during a rifampin infusion using the syringe module. No patient harm was reported.